Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) checked units performance on iabp trainer & demo balloon, both on ac mains as well as on battery, found to be working properly. Tested unit for more than two hrs, no issue observed. Problem suspected with the balloon connection or user operating issue. System working satisfactorily.

Event description:
N/a

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) failed autofill. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.